Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a mitraclip procedure was performed to treat mitral regurgitation (mr) with an unknown grade. One clip was implanted, reducing mr to an unknown grade. On an unknown date, the patient underwent an additional procedure.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation determined the reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient was hospitalized and another clip was implanted. There is no indication of a product issue with respect to manufacture, design or labeling.